Event description:
It was reported that the device did not detect an atrial fibrillation episode and there were several false atrial tachycardia episodes noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.